Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with insulin. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and identified multiple motor stall alerts (alert 38) occurring during supply change attempts. These alerts prevented the user from completing standard cartridge change workflows, requiring repeated device restarts and non-standard methods to resume insulin delivery. Device data indicate that the user was unable to perform full supply change operations due to repeated motor stall conditions, which may have resulted in inadequate insulin delivery. Although the ilet continued to deliver insulin when operational, the repeated interruptions in therapy during critical supply change steps likely contributed to sustained hyperglycemia. Based on available information, the event was attributed to a device-related malfunction involving motor stall errors impacting insulin delivery. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-apr-2026, it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 556 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin, and discharge date was not reported. No long-term health effects were reported.